Event description:
It was reported that the device heated up during a procedure. A backup unit was used to complete the procedure. There was no delay and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has been received for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.